Manufacturer narrative:
The reagent lot number was 926603. The expiration date was not provided. The field service engineer found bubbles in the middle compartment of the reagent and removed them. He flushed the sample and reagent probes, wiped them, and manually cleaned the sample probe. He performed sample probe washes and air purges. He replaced the lamp and cuvette, performed cell blank measurements, and added extra special wash settings. He performed calibration, qc, precision, and hardware performance checks, which all passed successfully. He repeated multiple patient samples, and all results were comparable. The investigation was unable to determine a specific root cause. The issue appeared to be resolved after the service actions.

Event description:
There was an allegation of questionable tina-quant albumin gen.2 - urine application results from the cobas 6000 c501 module. Patient 1 initial result was 27.9 mg/l, and the repeat result was 8.3 mg/l. Patient 2 initial result was 71.4 mg/l, and the repeat result was 5.4 mg/l. Patient 3 initial result was 69.2 mg/l, and the repeat result was 16 mg/l. After the field service engineer service actions, the samples were repeated. Patient 1 results were 9.2 and 9.1 mg/l. Patient 2 results were: 6.7 and 6.7 mg/l. Patient 3 results were 12.1 and 11.9 mg/l.